Event description:
It was reported that after unpacking, at the first use of device was damaged, and the sound of stepping on the laser was not right. The procedure was completed with this device without any patient complication. After that, the product was returned for analysis and product investigation concludes that the connector was broken.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. There was distorted light exiting the connector face, confirming the reported complaint. The observed condition of light distorted exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to operate as the way it is expected. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation

Event description:
It was reported that during the procedure after the fiber was connected and advanced into the patient body, once the pedal was stepped for the first time, there was a sound, and the fiber was damaged. The procedure was completed with this device without any patient complication. After that, the product was returned for analysis and product investigation concludes that the connector was broken.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. There was distorted light exiting the connector face, confirming the reported complaint. The observed condition of light distorted exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to operate as the way it is expected. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. There was distorted light exiting the connector face, confirming the reported complaint. The observed condition of light distorted exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to operate as the way it is expected. Based on analysis and the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure after the fiber was connected and advanced into the patient body, once the pedal was stepped for the first time, there was a sound, and the fiber was damaged. The procedure was completed with this device without any patient complication. After that, the product was returned for analysis and product investigation concludes that the connector was broken.